Event description:
According to the hospital, the operating room table moved over a staff member's foot while a patient was transferred onto the unlocked table. The staff member suffered a broken big toe. (B)(4).

Manufacturer narrative:
A maquet field service technician was sent to examine the table. (Note, maquet is not the primary service provider). The fst found the hand control cable damaged. The defective hand control was repaired. According to the information provided to maquet, the table was not locked when the patient was placed onto the table. When the patient was transferred onto the unlocked table, the momentum was sufficient to cause the table to move and it ran over a staff member's foot. Maquet believes the failure to operate the table as directed is the root issue. According to the safety instructions in the user manual ga113201gb08 (page 4): "locate the operating table in position prior to transferring the patient" and "make sure that the operating table is set up horizontally and is stable." Although the hand control cable was damaged, the user was able to lock the table by using the override panel on the column. Maquet medical systems, USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).